Event description:
The customer contact reported an s205 (backup battery failure) malfunction code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s205 malfunction code. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for a s205 (backup battery failure) malfunction code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.